Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and that it had performed all weekly auto self-tests up to (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to low battery. An additional 2 low battery fail were recorded on the (B)(6) 2014. Later, on the (B)(6) 2014, a further pad-pak was installed, and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the (B)(6) 2017. On the (B)(6) 2017 the device records 8 manual power ons with two of ten-minute duration. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017 august 2017, the device failed the weekly auto self-test due to a low battery. An additional low battery fail was recorded on the (B)(6) 2017. On the (B)(6) 2017, information from the history log shows an increase in voltage and the device was manually power cycled passing a self-test. The device performed all subsequent weekly auto self-tests up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2017 september 2017 the device was manually power cycled passing a self-test. The device passed the subsequent weekly auto self-test on the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2017, the device was manually power cycled passing a self-test. The device passed all subsequent weekly auto self-tests up to the last log entry on (B)(6) 2018. The returned pad-pak was inserted into the device and failed an auto self-test and gave a "warning, low battery, device service required" prompt and a flashing red status led. The device was then manually power cycled passing a self-test. No warnings were given at shutdown and the status led continued to flash green. The device was then power cycled on multiple occasions passing a self-test on each occasion. The device was disassembled to investigate. Further investigation found the fault can be attributed to pogo pin failure. When under load, the voltage fluctuation across the battery terminal pogo pins is reduced enough to cause the device to give a low battery fail. This fluctuation could not be replicated when the + pogo pin was replaced..the device successfully passed final unit test on the (B)(6) 2014. Therefore, this report concludes that the component failed after despatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device depleting pad-pak.